Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: x3 triathlon cs insert #3 9mm; cat # 5531g309; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Right total knee revision due to joint laxity. Converted cr knee to ps knee construct. Swapped femoral component and tibial bearing insert only.